Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-27 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the slide clamp detection circuit. The safety slide clamp sensor contacts were cleaned and re-soldered to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received and is currently awaiting evaluation by baxter personnel. Once the sample has been evaluated a follow-up report will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with failure code f-27. It is unknown when this event occurred, but was reported to have occurred in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.